Event description:
The customer called to report that she has experienced high blood glucose levels and bent cannulas, but the insulin pump has not alarmed no delivery. The customer did not have a tubing clamp to test the insulin pump for the no delivery alarm. Advised the customer that a tubing clamp would be shipped. Advised the customer to call back to conduct the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.